Event description:
It was reported that the patient with this pacemaker device had recorded signal artifact monitor (sam) episode. The minute ventilation (mv) sensor was disabled due to sam. Upon review, the electrogram (egm) showed that the patient was in a chronic 2:1 rhythm. The lead measurements were in the normal range. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker device had recorded signal artifact monitor (sam) episode. The minute ventilation (mv) sensor was disabled due to sam. Upon review, the electrogram (egm) showed that the patient was in a chronic 2:1 rhythm. The lead measurements were in the normal range. This device remains in service. No adverse patient effects were reported.